Event description:
It was reported that during a lap chole procedure the active blade snapped off while in use on the pt. There was no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.